Manufacturer narrative:
(B)(4).

Event description:
A power on reset condition was reported. The patient was able to recharge her device to a full battery. The patient was unable to clear the power on reset and could not navigate the screen on her patient programmer. Additional information has been requested, a follow-up report will be sent if additional information becomes available.